Event description:
A patient called reporting that her device had been moving around in her chest and causing her pain. The pain was reportedly continual since the patient's device was implanted. The patient wanted to have surgery to try and resolve these issues. Follow-up with the surgeon who implanted the patient's device was performed and it was verified that a non-absorbable suture was used to secure the generator to the patient's chest. A review of the device history record for the implanted generator verified that it had passed all quality inspections prior to release for distribution. No further relevant information has been received to date and no known surgical intervention has occurred to date.

Event description:
A review of the available programming history was performed and showed that the patient's device showed good diagnostic results in (B)(6) 2013.

Event description:
Generator explant surgery occurred. The explanted device was reported to have been discarded by the hospital.